Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error as well as damage as well as exposed to moisture. Customer's blood glucose value was 12 mmol/l. The customer was assisted with troubleshooting. The customer they went to swimming and shortly after insulin pump went into critical pump error and found that there were cracks on the insulin pump by the battery compartment. The device will be returned for analysis.